Event description:
User states sodium results have been sporadic beginning in 2009. Customer provided the following patient examples which occurred in 2009, however, states ten results were affected. Initial result 124 mmol/l, repeated twice gave 137 and 128 mmol/l. Initial results have not been reported, and no patients were adversely affected. The field service representative determined a dirty ise flowpath to be the cause. He flushed out ise path and performed ise service which was due. Performance tests were performed, ise working within specification.

Event description:
User states sodium results have been sporadic beginning in 2009. Customer provided the following patient examples which occurred in 2009, however, states ten results were affected. Initial result 127, repeated three times gave 128, 127 and three days later gave 142 mmol/l. Initial results have not been reported, and no patients were adversely affected. The field service representative determined a dirty ise flowpath to be the cause. He flushed out ise path and performed ise service which was due. Performance tests were performed, ise working within specification.